Event description:
Pt was injected with radiesse to the bilateral nl folds (1.5 cc total) on friday ((B)(6) 2011) at 6:30 pm by (B)(6) rn. She looked great when leaving the office. (B)(6) received a call from the pt at 3 am who reported swelling and pain. Pt returned to the clinic at 9:30 on (B)(6) 2011; mild swelling near lips (pt was not injected in lips). She was treated with benadryl and motrin. Later in the day on the (B)(6), pt reported even greater pain. On (B)(6), pt went to hospital ((B)(6) met her there); swelling worsened to the tongue and was spreading. A CT scan showed radiesse in the same areas on both sides. Antibiotics were prescribed by the hospital, but did not help. The pain could not be controlled with morphine. Pt began vomiting and increase pain. Wbc 11,000, clindamycin and vancomycin prescribed (they did not prescribe steroid due to the high wbc). Nothing drained from the areas. On (B)(6), (B)(6) and the medical director saw pt (still in the hospital) on (B)(6), indicating th swelling has spread down to the neck, and up to eyes. Merz aesthetics consultants, dr. (B)(6) and dr. (B)(6) spoke with injector ((B)(6)) to discuss this event. Dr. (B)(6) recommended a vascular surgeon evaluate the injected areas. Dr. (B)(6) discussed re-vascularization of the area. (B)(6) reported that the pt was released from the hospital after 10 days, with greatly reduced swelling, but still in a lot of pain (as of (B)(6) 2011).

Manufacturer narrative:
The device history records for radiesse lot 1026728 were reviewed; all required testing specifications were met prior to release, there were no abnormalities noted. Radiesse dermal filler IFU warning: special care should be taken to avoid injection into the blood vessels. An introduction into the vasculature may occlude the vessels and could cause infarction or embolism leading to necrosis or scarring. (B)(4).